Manufacturer narrative:
(B)(4).

Event description:
It was reported pt arrived in the emergency room complaining of redness and swelling at the implantable pulse generator site (ipg). An infection of unk organism was determined and the ipg was explanted on (B)(6) 2010. Pt recovered without sequelae. Additional info has been requested and will be reported as a f/u as it becomes available.